Event description:
Patient was revised to address loosening of the tibial component. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
"Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately."